Event description:
It was reported by the rep that the (1) hp052 was used during an unknown procedure. It was reported that the device was inoperative. The case was completed with another device. There was no pt consequence.